Manufacturer narrative:
Electrode belt was returned and investigated. The reported problem (non-functional ecgs) was confirmed due to pins 10 and 11 were out of tolerance on the dn pca. The root cause of the loose pin could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.